Manufacturer narrative:
(B)(4).

Event description:
Additional information from the consumer reported that she had uncomfortable stim; she felt extreme pain going down her left leg and felt vibrations on the electrodes. The therapy was not on. There was no fall or trauma related to this issue. She felt worse at night when she was not moving. Decreasing the amplitude did not eliminate the uncomfortable stimulation. The stimulation was turned off and verified with the patient programmer that the implantable neurostimulator was off. It did not stop the sensation.

Event description:
It was reported that the night prior to the report, a patient warmed a bag of beans in the microwave to use as a heating pad. After applying the heated bean bag to her neck, within a few minutes the patient ¿got more feeling of the nerve¿ than she usually did. She stopped using the bean bag because she remembered she shouldn¿t do anything with the microwave and turned the implantable neurostimulator (ins) off. The patient still felt stimulation in her left leg when she was sitting still. She also had a few spasms in her leg that she normally didn¿t have. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot # va0clpv, implanted: (B)(6) 2014, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).